Manufacturer narrative:
(B)(4).

Event description:
Based on information obtained, the patient stopped charging the device and subsequently, stimulation was lost. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. Field representative met with the patient to troubleshoot the device but no connection could be established with the ipg. As a result, surgical intervention may occur.

Manufacturer narrative:
(B)(4).